Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; after disassembling the device to determine root cause, the report was no longer seen. The processor/bridge/pace board was replaced and scrapped as a precaution. Analysis for reports of this type has not identified an increase in trend.